Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient experienced a lot of pain and inadequate pain relief. The patient was administered with injections and underwent an unknown procedure. No further information has been obtained despite good faith efforts.